Event description:
On 6/8/98, datascope rec'd the voluntary medwatch form from the user facility; uf/dist report number 100061000-1998-0004 and the following information was reported: the catheter leaked. There were no complications after the intra aortic balloon was removed. On 6/15/98, datascope was notified by the contact at the facility it is the policy of the facility not to release the intra aortic balloon for evaluation. (Event complications: none from the event - reported 6/8/98) (pt's current status: unk - reported 6/8/98)